Event description:
It was reported the patient experienced progressive symptoms after receiving a leadless pacemaker (lp) system. The patient experienced worsening shortness of breath, swelling, congestive heart failure, and discomfort. Once admitted to the hospital, various remedies were attempted with no significant alleviation of symptoms. An echo was completed to reveal severe tricuspid insufficiency, possibly due to the location of the ventricular lp. It appeared, by transesophageal echo, that the lp was impinging on the septal leaflet of the tricuspid valve. The lp was explanted and damage to the valve was observed, resulting in a valve repair procedure which was completed successfully. The patient was transferred to the intensive care unit in stable condition.